Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. Upon evaluation, bd service technician confirmed that the device was affected by the dim segment recall. Replaced u4 on display board assy for dim segment and verified solder on u4 display board. There was no reported patient involvement.